Event description:
Pt had removal of silicone gel breast implants due to capsular contractures and displacement. The left capsule was removed and opened, the implant was ruptured within the capsule with no free silicone present in the breast tissue. Left implant weighted 212 gms. The right capsule was removed and opened. The implant was ruptured within the capsule. Right implant weighed 222 gms. Saline implants of 250 cc were implanted at time.